Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - reamer/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is a j&j representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (b)(6, 2021, the patient underwent open reduction internal fixation surgery for femoral neck fracture. During the surgery, while reaming the bone head, the surgeon was unable to ream the outer cortex. The surgery was completed successfully without any surgical delay. The patient outcome was stable. This complaint involves one (1) device. This report is for (1) unk - reamers this is report 1 of 1 for complaint (B)(4).